Event description:
It was reported that the ilet display became dark and unresponsive to the wake button, rendering the screen difficult to see and without a visible interface; a replacement device and charger were arranged, and the user transitioned to backup therapy. Symptoms included thirst. Outcomes included prolonged hyperglycemia with a reported blood glucose of 389 mg/dl for over three hours and no medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this device revealed a suspected device display malfunction consistent with a screen failure on the hardware component. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the display subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.